Event description:
The pt experienced a lack of stimulation. When tested at low amplitude, impedances were greater than 10000 ohms on multiple electrodes. Impedances were normal when measured at an amplitude of 1.5 volts. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.